Manufacturer narrative:
A steris service technician inspected the washer and found the lubricant squeeze tube had a hole in it, resulting in water leakage. The service technician replaced the lubricant and squeeze tube and ran a test cycle, which confirmed that there was no further water leakage. The unit was returned to service. No further issues have been reported with the equipment.

Event description:
The user facility reported that a reliance 444 washer was leaking water onto the floor. The water leaked into the hospital basement onto an electrical outlet causing a fire. The fire self-extinguished and no injuries were reported.